Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, the balloon did not inflate symmetrically, and appeared to have ruptured. The procedure completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.